Event description:
It was reported that during the m1 thrombectomy procedure, on retraction of the stent retriever and subject aspiration catheter, the tip of subject aspiration catheter tore-off. An attempt was made to retrieve the tip using the stent retriever and another catheter but was unsuccessful and the tip remained in m2. No additional information is available.

Manufacturer narrative:
D9 product available to stryker: updated. D9 returned to manufacturer on: updated. H3 device evaluated by mfg: updated. H11 additional mfg narrative: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter tip was seen to be broken/fractured 136 cm from the catheter hub. The broken-off part was not returned. No other anomalies were noted. Functional inspection was not required, as the defect was confirmed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was could confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported thrombectomy m1, on retraction of the stent retriever and aspiration catheter tear-off of the tip. Attempt to retrieve the tip using the stent retriever and another intermediate catheter was unsuccessful. Tear-off of the catheter tip during thrombectomy (previously m1 occlusion on the left), catheter tip could not be salvaged. Remained in m2 left. Information received from the customer the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous was flush set up and maintained throughout the clinical procedure. The physician tried to pull the lost tip out of the patient by using another intermediate catheter and a stent retriever. This did not help. Tip still remained in the patient in m2 segment. The patient¿s anatomy was severely tortuous. A follow-up request for additional information was made to gain a clearer understanding of the incident; however, no further details were provided. The device was returned for analysis. The catheter tip was seen to be broken/fractured 136 cm from the catheter hub. Based on a review of all available information and the analysis of the returned device it is probable the event occurred due to severity of the patient's anatomy. The reported damage 'catheter tip broken/fractured during use' and 'unretrieved device fragments' as well as the analysed damage 'catheter tip broken/fractured during use' will be assigned a probable assignable cause of procedural factors as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the m1 thrombectomy procedure, on retraction of the stent retriever and subject aspiration catheter, the tip of subject aspiration catheter tore-off. An attempt was made to retrieve the tip using the stent retriever and another catheter but was unsuccessful and the tip remained in m2. No additional information is available.

Manufacturer narrative:
F10 / h6 health impact code-f updated.due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed.the reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned.it was reported that thrombectomy m1, on retraction of the stent retriever and aspiration catheter tear-off of the tip. Attempt to retrieve the tip using the stent retriever and another catheter was unsuccessful. Tear-off of the catheter tip during thrombectomy (previously m1 occlusion on the left), catheter tip could not be salvaged. Remained in m2 left. Additional information received from the customer the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous was flush set up and maintained throughout the clinical procedure. The physician tried to pull the lost tip out of the patient by using another catheter and a stent retriever. This did not help. Tip still remained in the patient in m2 segment. Also, additional information indicated the patient's anatomy was severely tortuous which may have contributed to the event; however, as the device was not returned this cannot be definitely determined. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during the m1 thrombectomy procedure, on retraction of the stent retriever and subject aspiration catheter, the tip of subject aspiration catheter tore-off. An attempt was made to retrieve the tip using the stent retriever and another catheter but was unsuccessful and the tip remained in m2. No additional information is available.